Event description:
It was reported that during a low anterior resection procedure, half of the staple line was stapled, but the other part of the staple line was not stapled. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.